Event description:
A ventilator was returned to a third party service center for eval. The device was not in pt use.

Manufacturer narrative:
The manufacturer previously reported an issue related to the device's power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the failure of the power supply was found to be due to a damaged u1 component. Through component-level troubleshooting, a failure of the u1 topswitch was confirmed. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.

Manufacturer narrative:
The device was eval of the device at the third party service center, an issue related to the power supply was observed. The device's power supply was replaced to address the issue.